Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine menstrual hemorrhaging") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's concurrent conditions included vaginal irritation, mycoplasma infection and itching. Concomitant products included doxycycline, metronidazole (flagyl) and terconazole (terazol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash pruritic ("purutic eruptions") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rashes /eruptions"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 4 years 2 months after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish.") And genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy.) Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine haemorrhage, rash, vaginal haemorrhage, menorrhagia, rash pruritic, vaginal infection, vaginal discharge, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, rash pruritic, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet and mr received, patient demographic information, lab data, essure indication, stop date , lot number and event psychological or psychiatric problems condition: depression and mental and she did not performed undergo essure confirmation test and heavy bleeding were added. Removal details along with surgery has been updated. Case category upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine menstrual hemorrhaging") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's concurrent conditions included vaginal irritation, mycoplasma infection and itching. Concomitant products included doxycycline, metronidazole (flagyl) and terconazole (terazol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash pruritic ("purutic eruptions") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rashes /eruptions"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 4 years 2 months after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish.") And genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy.) And surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine haemorrhage, rash, vaginal haemorrhage, menorrhagia, rash pruritic, vaginal infection, vaginal discharge, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, rash pruritic, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018 : quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/within the cornu on each right and left side of uterus') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's medical history included hernia repair, folliculitis, salivary gland nodule, flu (flu on the sore on her head and med refills), ringworm nos (poss cold and poss rash on her l shoulder), fainting, hematuria, mycoplasma infection, leukorrhea, stress incontinence, eczema nummular, high cholesterol, irregular menstrual cycle, genital herpes simplex, cystocele and ovarian cystectomy. On (B)(6) 2018: gross description: myometrium: sectioning reveals two essure devices, each on right and left side, these devices are embedded within the cornu and extending into the myometrial tissue on each right and left side of the uterus, no visible essure device is noted within the right and left fallopian tubes, grossly, no perforation is noted through the serosal surface of the uterus. Left ovary: abnormal cysts/masses: sectioning through the left ovary reveals multiple fluid-filled and watery hemorrhagic filled cystic structures ranging from 0,3 t 0.7 cm, also noted is a 1. 5 cm in greatest diameter cystic structure containing a previously ruptured cyst-like structure with a shaggy hemorrhagic inner wall. Microscopic description: examination of sections of the uterine serosa finds a relatively smooth serosal surface without significant adhesions. A small subserosa I leiomyoma is noted. Extensive adenomyosis is present within the myometrium, and there are multiple leiomyomata which are without atypical features. The left ovary contains follicles of varying sizes, including a dominant large follicle cyst. Final diagnosis: uterus with left ovary and fallopian tube, hysterectomy and salpingo-oophorectomy benign late proliferative endometrium. Adenomyosis. Leiomyomata. Follicle cyst of left ovary. Concurrent conditions included vaginal irritation, mycoplasma infection and itching. Concomitant products included doxycycline, griseofulvin and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash pruritic ("pruritic eruptions") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rashes /eruptions"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis"), 4 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage ("uterine menstrual hemorrhaging"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish."), genital haemorrhage ("heavy bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine haemorrhage, vaginal haemorrhage, rash pruritic, vaginal infection, vaginal discharge, abdominal pain, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, rash, menorrhagia, dysmenorrhoea, genital haemorrhage and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, rash, rash pruritic, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: trailing coils in uterus: 2 trailing coils in uterus: 3 patient received treatment for: pain, bleeding, migration, allergy, candida vaginosis, vaginal discharge concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, vaginitis, pruritic eruption, dysmenorrhea. Pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: pain, bleeding, allergy, candida vaginosis, vaginal discharge. Fu 7 an d 8 processed together. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/within the cornu on each right and left side of uterus') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's medical history included hernia repair, folliculitis, salivary gland nodule, flu (flu on the sore on her head and med refills), ringworm nos (poss cold and poss rash on her l shoulder), fainting, hematuria, mycoplasma infection, leukorrhea, stress incontinence, eczema nummular, high cholesterol, irregular menstrual cycle, genital herpes simplex, cystocele and ovarian cystectomy. On 26-mar-2018: gross description: myometrium: sectioning reveals two essure devices, each on right and left side, these devices are embedded within the cornu and extending into the myometrial tissue on each right and left side of the uterus, no visible essure device is noted within the right and left fallopian tubes, grossly, no perforation is noted through the serosal surface of the uterus. Left ovary: abnormal cysts/masses: sectioning through the left ovary reveals multiple fluid-filled and watery hemorrhagic filled cystic structures ranging from 0,3 t 0.7 cm, also noted is a 1. 5 cm in greatest diameter cystic structure containing a previously ruptured cyst-like structure with a shaggy hemorrhagic inner wall. Microscopic description: examination of sections of the uterine serosa finds a relatively smooth serosal surface without significant adhesions. A small subserosa I leiomyoma is noted. Extensive adenomyosis is present within the myometrium, and there are multiple leiomyomata which are without atypical features. The left ovary contains follicles of varying sizes, including a dominant large follicle cyst. Final diagnosis: uterus with left ovary and fallopian tube, hysterectomy and salpingo-oophorectomy benign late proliferative endometrium. Adenomyosis. Leiomyomata. Follicle cyst of left ovary. Concurrent conditions included vaginal irritation, mycoplasma infection and itching. Concomitant products included doxycycline, griseofulvin and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash pruritic ("pruritic eruptions") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rashes /eruptions"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis"), 4 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage ("uterine menstrual hemorrhaging"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish."), genital haemorrhage ("heavy bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine haemorrhage, vaginal haemorrhage, rash pruritic, vaginal infection, vaginal discharge, abdominal pain, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, rash, menorrhagia, dysmenorrhoea, genital haemorrhage and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, rash, rash pruritic, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: trailing coils in uterus: 2 trailing coils in uterus: 3 patient received treatment for:pain, bleeding, migration, allergy, candida vaginosis, vaginal discharge concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, vaginitis, pruritic eruption, dysmenorrhea. Pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: pain, bleeding, allergy, candida vaginosis, vaginal discharge. Fu 7 an d 8 processed together. ***string generated by auto-narrative. Do not modify***